Event description:
Boston scientific crm received info that this right atrial lead was explanted and replaced two months post implant due to dislodgement. Additionally, the physician did not like how the tip of the lead handled. An implant and explant date were not provided.